Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and lithiasis with laser procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician dilated the papilla using a cre balloon device, the spyscope device was inserted over a guidewire, and then a laser probe was inserted through the spyscope ds. As the laser fiber was fired, stones were crushed but it was noticed that the working channel sleeve protruded preventing proper visualization of the lumen. A second spyscope ds was used to complete the procedure and they were able to drain the bile duct completely. They removed the spyscope ds and removed the stone fragments using a basket retrieval and decided the insert a protective plastic biliary prosthesis. Reportedly, no part of the spyscope ds detached and there were no reported issues with the accessory devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and lithiasis with laser procedure performed on (B)(6), 2018. According to the complainant, during the procedure, the physician dilated the papilla using a cre balloon device, the spyscope device was inserted over a guidewire, and then a laser probe was inserted through the spyscope ds. As the laser fiber was fired, stones were crushed but it was noticed that the working channel sleeve protruded preventing proper visualization of the lumen. A second spyscope ds was used to complete the procedure and they were able to drain the bile duct completely. They removed the spyscope ds and removed the stone fragments using a basket retrieval and decided the insert a protective plastic biliary prosthesis. Reportedly, no part of the spyscope ds detached and there were no reported issues with the accessory devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded, confirming the complaint. Maximum protrusion was noted when the small knob was articulated counterclockwise. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b].  Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.